Manufacturer narrative:
PMA/510k # ¿ exempt . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a ureterorenoscopy, when the physician attempted to remove the stone, discovered the ncircle tipless stone extractor could not be fully deployed. Another basket was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported, during a ureterorenoscopy, when the physician attempted to remove the stone, discovered the ncircle tipless stone extractor could not be fully deployed. Another basket was used to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. Product was returned in opened packaging. The handle was able to actuate the basket fully. The basket was visually deformed, having a flat shape. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. Cook also reviewed product labeling. The product IFU, and it provides no information related to to failure mode. The returned device was found to have a basket that was not the proper shape in the open position. The issue occurred during use of the device. It is likely that procedural factors such as the size and shape of the stone, or the manipulation of the device caused the basket wires to become deformed. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.